Event description:
A call to technical services on (B)(6) 2011 regarding competitive information asks about the lv lead. The call is coded as inappropriate rate. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).